Event description:
It was reported to philips that the device's display had horizontal colored lines and the screen was unable to be seen, the screen then went blank. There was no patient involvement.